Event description:
Pt with shockwave procedure, inserted shockwave catheter. Balloon rupture. Removed. Made another successful attempt with a second shockwave catheter. No harm to pt. Apparent supply malfunction.